Event description:
It was reported that an ambulance with a cot onboard was involved in a traffic accident and struck on the right rear while traveling through the intersection. Four personnel were in the back of the ambulance performing CPR on the patient when the accident occurred. The patient expired during transport. Minor injuries reported to personnel. There is no information to suggest the cot caused the death or injuries.

Manufacturer narrative:
The cot will not be examined. Since there are a number of unknown forces that occur during traffic accidents, stryker cannot ascertain the extent of damage that the cot sustained. Structural damage may have occurred but could not be visually inspected.